Event description:
The manufacturer received information alleging that a trilogy 100 ventilator returned for periodic maintenance failed a test step. There was no harm or injury reported. When the ventilation volume was measured after repair test was performed, the measured value was below the prescribed value. The device's active exhalation control module was replaced to address the issue. Preventive maintenance was completed and the device passed final testing.

Manufacturer narrative:
It was previously reported that the manufacturer received information alleging that a trilogy 100 ventilator returned for periodic maintenance failed a test step. There was no harm or injury reported. When the ventilation volume was measured after repair test was performed, the measured value was below the prescribed value. The device's active exhalation control module (aecm) was replaced to address the issue. Preventive maintenance was completed and the device passed final testing. The active exhalation control module removed from the device was returned to the product investigation lab (pil) for testing and evaluation. Pil could not duplicate the repair test failure of the suspect aecm from the service. The suspect aecm operated without any issue or alarm with installation into the trilogy test bed. Pil verified that suspect aecm passed both post testing at trilogy mfts and bench testing. Pil has determined that suspect aecm function as designed. The coding for this complaint has been updated accordingly.